Event description:
It was reported that a patient experienced a burn on the eyeball during a training treatment session with a thermage treatment tip. The exact location of injury is noted on the right eye in the corner closest to the nose. It is uncertain if there will be any permanent damage or scarring. The patient outcome is not known at this time. Eye shields and lubrication were used. The patient was not placed under anesthesia. No other treatments (besides thermage) were being performed in same area where symptoms were reported. The patient hasn''t undergone any other treatments in the same symptom area within the past 30 days. The highest energy level used was 2.0. No system errors occurred, nor was anything out of the ordinary noticed during treatment? Solta medical cryogen and coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use and nothing was noted. However, the treatment tip surface was not re-inspected during the treatment. This is the first time this individual treatment tip was used.

Manufacturer narrative:
The product has been discarded and the investigation is underway.

Manufacturer narrative:
The product was discarded and could not be evaluated. The data logs were reviewed and error codes 131-136 were found. For error codes 131-136 warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. These error conditions were caused by the treatment technique. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the handpiece and system performed as expected. For thermage eye treatment, the user must follow standard precautions for the placement and use of the eye shields. Eye shields are not provided by solta. According to thermage cpt user manual, the correct size plastic globe protectors must be in place prior to any eyelid treatments using thermage. The thermage cpt system does not allow for vibration during an eyes by thermage treatment. The system disables vibration when the 0.25 cm2 treatment tip is attached to the standard handpiece. Vibration may cause displacement of the ocular shields; resulting in increased risk of corneal abrasions or ocular damage. According to thermage cpt system technical user¿s manual, burns and blisters are known possible patient reactions to thermage cpt treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Complaint type identified within risk analysis and performing within anticipated rate. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is required.